Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on. The device was removed from service and the customer removed and reseated the battery and the malfunction was no longer duplicated. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.